Event description:
The index procedure was performed on (B)(6) 2009. The target lesion was located in the mid left anterior descending artery with 75% stenosis. Pre-dilatation was performed and the 3.0 x 18 mm promus stent was implanted. Post-dilatation was performed with 0% residual stenosis. The subject was discharged (B)(6) 2009, on aspirin and clopidogrel. On (B)(6) 2010, the patient presented with inflammation of the gallbladder due to gallstones. On (B)(6) 2010, the patient was found to have creatine phosphokinase (ck-mb) increase. Clinical events committee (cec) adjudicated as major adverse cardiac event (mace), myocardial infarction (mi), but the physician did not diagnose the mi. On (B)(6) 2010, the patient was reported to have renal cell cancer. On (B)(6) 2013, the site reported an event of hypoglycemic encephalopathy, and the patient was hospitalized and treated with medications. A repeat angiography was not performed. The patient was discharged on (B)(6) 2014, and died the same day. The cause of death was determined to be hypoglycemic encephalopathy, but it is unknown if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The reported patient effects of acute myocardial infarction, and death are listed in the promus everolimus eluting coronary stent system instructions for use, as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.